Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. G2: foreign: australia. E1: telephone: (B)(6).

Event description:
It was reported that during surgery. The ratchet handle when pulled backwards does not ratchet and carrier is pushed backwards. Handle was noted to be stuck to mesher and able to perform up and down motion. It is unknown if there was harm or surgical delay. Diligence is complete as no additional information was noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the unit was confirmed to have a nonfunctional ratchet. The bottom roll and ratchet gear were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.